Manufacturer narrative:
This report is submitted on april 29, 2021.

Manufacturer narrative:
This report is submitted on february 5, 2021.

Event description:
Per the clinic, the patient experienced a facial nerve tumor requiring MRI. The device was explanted (date unknown). The patient was reimplanted with a new device after the completion of the MRI.